Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port was being used during a robotic assisted thoracoscopy on (B)(6)2022 when it was reported that the ¿at the end of the procedure, when the airseal access port was removed, the staff noticed the broken part. The product had performed as expected for the entire duration of the case and they were able to successfully retrieve the part completely without delay and closed the procedure¿. Further assessment found the staff did not notice how or when the device broke. The device broke while in the sterile field during the surgery. The device fragmented and fell into the surgical site but was retrieved in full using an unknown device. There was no medical/surgical intervention, or extended hospitalization required for the patient. There was report of no injury to the patient. The patient is said to be recovering from the surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port was being used during a robotic assisted thoracoscopy on (B)(6)2022, when it was reported that the ¿at the end of the procedure, when the airseal access port was removed, the staff noticed the broken part. The product had performed as expected for the entire duration of the case and they were able to successfully retrieve the part completely without delay and closed the procedure¿. Further assessment found the staff did not notice how or when the device broke. The device broke while in the sterile field during the surgery. The device fragmented and fell into the surgical site but was retrieved in full using an unknown device. There was no medical/surgical intervention, or extended hospitalization required for the patient. There was report of no injury to the patient. The patient is said to be recovering from the surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-120lpi in opened original package. Lot number was verified. Performed a visual inspection, the distal end of the airseal lpi port was fragmented. The broken pieces was not returned within the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.